Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there was carry over. The following information was provided by the initial reporter: a carryover from one sample to the next is observed.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 2l4c instrument, part # 651164, and serial # (B)(6). Problem statement: customer reported a complaint regarding drag between samples on 15mar2023. This poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The issue was resolved and the instrument was found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) for part # 651164 related to the reported issue. Date range from 16mar2022 to 16mar2023. ¿ device history record (DHR) review: DHR part # 651164, serial # (B)(6), file # 651164-651164-r651164000079-106958726-20, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review : this is the only complaint for part# 651164 related to the issue of result ¿ unexpected, date range from 16mar2022 to 16mar2023. ¿ returned sample analysis: a return sample was not requested because part replaced is not returnable. ¿ service history review: review of related work order #: 02891462, case # 01962841 install date: 10dec2020 defective part number: 641925 - pump priming p2 main system work order notes: ¿ subject / reported: 651164 - facslyric 2l4c instrument - drag between samples ¿ problem description: a drag from one sample to the next is observed ¿ work performed: the flush pump is replaced. ¿ the equipment is operational and operating under bd specifications ¿ cause: flush pump ¿ solution: flush pump ¿ parts replaced: 641925 - pump priming p2 main system ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89209 o ID: libivd-ra-100 3.1.7 o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential cause for the drag between samples was a defective flush pump. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the potential cause for drag between samples was a defective flush pump. The customer reported a drag from one sample to the next was observed. In an attempt to resolve the issue, the field service representative (fsr) replaced the flush pump. After the replacement, the instrument is confirmed to operating as intended. Although the instrument was used for diagnostic testing, no erroneous results were obtained. Neither the customer nor any patients were harmed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause for the drag between samples was a defective flush pump. The customer reported a drag between samples. In an attempt to resolve the issue, the fsr replaced the flush pump. After the replacement, the instrument is confirmed to be operating as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. H3 other text : see h10

Event description:
It was reported that while using the bd facslyric¿ that there was carry over.the following information was provided by the initial reporter:a carryover from one sample to the next is observed